Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. The device was inspected by the distibutor fieldservice engineer.cmr surgical ltd does not consider this report and content to be an admission that its product is defective orthat it has caused adeath or serious injury

Event description:
During a surgical procedure on (B)(6) 2026, there was an issue with the visualization bedside unit (vbsu) brakes, and they could not move the vbsu. The procedure was able to continue; there was no patient harm. No further information is available at the time of this report. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.